Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing got detached at the site location after using the inserter at home and this issue occurred upon insertion. The site location was left side of patient's abdomen and the pump was located on the opposite side in relation to the site. Reportedly, the infusions were stored in the box. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 221 mg/dl. No further information available.

Event description:
On 19-may-2022: follow up information was submitted to update the awareness date. Moreover, the result of complaint investigation of returned used devices (two cannulas), showed that the visual test result was within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 10-mar-2022, it was reported that the patient's infusion set's tubing got detached at the site location after using the inserter at home and this issue occurred upon insertion. The site location was left side of patient's abdomen and the pump was located on the opposite side in relation to the site. Reportedly, the infusions were stored in the box. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 221 mg/dl. No further information available.